Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a blank display. The customer¿s blood glucose level was 300 mg/dl at the time of the incident. The customer was assisted with troubleshooting and the display did not return. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer also stated that the insulin pump was dropped. Customer stated that the battery compartment is neither damaged nor corroded and the spring was neither damaged nor corroded. Customer stated that the screen was black with dark spots. The customer was advised that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the backup plan. The device will be returned for analysis.

Manufacturer narrative:
Device received with a constant blank steady white light on the display due to cracked lcd glass.